Event description:
It was reported that the patient's nexgen cr-flex femoral component (which is of zimmer warsaw design control) was revised because of pain. It was also noted that the components seemed well fixed. The femur was removed and the surgeon implanted a cra femur with stem and new cr prolong poly. Note that the patient also had a tm patella; however, the patella (which is of zimmer tmt design control), was not revised. No further information was provided.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.